Manufacturer narrative:
(B)(4). We are currently in the process of retrieving the device. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the bc191 flexitrunk infant nasal tubing was found to be cracked during use. There was no reported patient consequence.

Event description:
A healthcare facility in the netherlands reported that the bc191 flexitrunk infant nasal tubing was found to be cracked during use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint bc191 flexitrunk infant nasal tubing was returned to the fisher & paykel healthcare (f&p) in new zealand for evaluation and was visually inspected. Results: visual inspection of the returned tubing revealed that the flexitube was torn between the 3rd and 4th spiral from the circuit connector of the lower tube . Conclusion: the tear is likely to have been caused by pulling of the nasal tubing. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.